Event description:
Patient presented with a tfn implanted on (B)(6) 2012 for a subtrochanteric fracture. During a follow up office visit on an unspecified date, the surgeon reported that x-rays revealed the implanted nail is broken at the point in which the helical blade passes through the nail. The surgeon reported the patient fracture appeared to be healing. This is 1 of 2 reports submitted.

Manufacturer narrative:
Device used for treatment and not diagnosis.

Manufacturer narrative:
This device was for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records could not be reviewed without a lot number. Implant date reported as (B)(6) 2012.